Event description:
Found catheter broken on resident in ltc facility. Placed by experienced r.n. Third silicone midline brand tried; all are breaking in rptr's population who tend to pull and tug on their IV's.